Event description:
As reported by the patient's attorney, an uphold vaginal support system (MFR report #3005099803-2013-13270), solyx single incision sling system (MFR report #3005099803-2013-13248), and a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013-15001) were implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.